Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) states they are getting bad message on their remote. Pt states they cannot just open up the unit to work and has to pick up to do something until plug in the rtm which finally works and can look at percentages but not charging nicely. Pt states they have trouble charging and is seeing to battery low recharge implant. Duiring call, pt was seeing system problem rm05. Pt states they also saw a message batteries low replace controller batteries soon. Pt states they normally take out battery pack or until they have the paddle plugged in. Pt states they cannot use remote until the paddle is plugged in. Pt states they starts a new job monday and their back has been giving them problems. Pt mentioned they hadn't used their ins in a month or so ago but two weeks ago is when issues started. Pt has done a reset multiple times. The patient was sent out a replacement controller. No symptoms were reported. It was reported that the pt got the replacement controller, but the controller kept "acting up." Pt said the controller went white/ unresponsive and beeped when they unplugged the recharger (rtm) and ac power supply. Pt also said they had to take the battery out of the controller each time they went to charge the implanted neurostimulator(ins) and the rtm cord got hot when the pt charged the I ns. Pt said they had entered passive recharge mode, but were not able to get above a 0 for the middle number. Pt had gotten code "recharger problem. Cannot continue. Disconnect the recharger and call medtronic." Pt had also gotten code rm05 and pt mentioned the rtm was getting hot on the call. An email was sent to the repair department to replace the rtm. No symptoms were reported. Pt repeated previously documented information from the first follow-up note. Pt noted they received their replacement recharger antenna (rtm) but their controller was still going white/unresponsive when unplugging the rtm or ac power supply from the controller. Pt noted they would have to remove the battery pack when the controller would go white/unresponsive. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pss had the pt unplug the ac power supply from the controller and the controller screen did not go white/unresponsive. Pt attempted to initiate a charge session to their implanted neurostimulator (ins) with the rtm, but they entered passive recharge mode (93_95_95). Pss reviewed passive recharge mode with the pt. Pss asked the pt to unplug their rtm from the controller and the controller screen did not go white/unresponsive. Pss suggested the pt continue through the passive recharge mode and during the call the pt was able to advance past the passive recharge mode and charge with excellent quality. Pt noted the controller battery was at 90% and their ins battery was low. Pss suggested the pt continue to charge their ins fully and call back if necessary.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.